Event description:
The customer reported erroneous test results for the neutrophil and lymphocyte differential parameters were obtained for two patient samples when using the coulter act 5 diff autoloader (al). The erroneous test results were generated on (B)(6) 2014 and identified as erroneous on (B)(6) 2014 when the same samples were retested and manual differentials were performed. The erroneous test results were reported out of the laboratory. There was no affect to patient treatment. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. There was no death or injury associated with this event.

Manufacturer narrative:
(B)(6). On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined the customer had performed an extended cleaning procedure and a rinse flow cell procedure after the discrepancy was noticed. The instrument had been recovering well since the procedures were completed, suggesting the possibility of a flow cell obstruction. During the on-site service, the fse completed instrument verification, and no instrument issues were found. The cause of the differential discrepancy is likely attributed to a flow cell obstruction which was resolved by the customer by completing an extended cleaning procedure and rinsing of the flow cell. The event is also a use error where flagged differential results were released by the customer prior to confirmation of flagged results.